Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient received the implantable neurostimulator (ins) for the treatment of bladder issues. The reason for the call was that the patient asked about MRI compatibility for their head because of an electric feeling in the right side of their face, ear, and teeth. They asked if that could be related to their stimulator. They reported prior to the issue with their face, they had surgeries on their left foot that "was very painful." The patient said when they turned it off (understood patient meant: turned stimulation off), it got better, then they turned it on and were ok, but they were having issues with "electric things" in other places. It was reviewed the patient had the ability to turn stimulation off or change the setting to see if that resolved the electric feelings. They reported prior to getting the implanted system, they had a lot of trouble with infections, fifteen in one year. Their doctor for their first implanted system was a long drive away, so they started seeing a different doctor, but they could not figure out what to do or what was not working right. They did a computed tomography (cat) scan, and decided the patient had fluid in them, but never called the patient back and nothing happened. The patient reported a manufacturer representative (unknown name and date), sent them to a different doctor, who figured it out and put botox in and all this other stuff. The patient said they had been getting up a lot in the night and they got it straightened out. The patient was encouraged to continue working with their doctors to resolve their issues/to further address their issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.